Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration and control data were acceptable. The investigation determined that initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay as instructed in product labeling. Single false positive results can occur and are covered by the specificity claim of the assay. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 801 analytical unit. The sample resulted in an anti-hcv value of 1.42 coi (reactive) when tested on the e 801 analyzer. The sample was tested using the abbott alinity method, resulting in an anti-hcv value of 0.1 s/co (non-reactive). The sample was tested with an hcv rna test and the result was non-reactive.